Event description:
Patient undergoing atrial fibrillation ablation. At the end of case a vascular surgeon was consulted. The perclose device was deployed in the femoral vein. When delivery system removed, it was noticed that one of the plastic pieces was missing. The perclose device and 17f sheath had evidence of a fracture of the footplate. A piece of the perclose remained in the patient. A vascade device was deployed through the other 9f sheath which appeared to catch the remnant and pull it back slightly - but it was not removed. Footplate is lodged in vessel wall and should endothelialize with time. Judging by the perclose device, the footplate remnant is approximately 2mm wide. Repeat right vascular ultrasound in 6 - 8 weeks. Abbott representative notified immediately. Patient with retained foreign object.